Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the hp052 gave flat tone with a couple of blades. Another handpiece was used to complete the case. There was no pt consequence.